Event description:
The customer stated there are no ECG readings when set to pad and using pads. Also, the unit tests at 200j, but simulator reads 138 joules. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaints were confirmed, and caused by contamination found internal to the battery circuit board connector, and its associated socket. This contamination generated a weak electrical connection reducing the circuit voltage, which, without proper voltage, did not allow activation of a required relay necessary to send the ECG data from the patient pads to the device. The reduced circuit voltage additionally caused the capacitor bank not to charge completely causing the reported less than selected energy. Replacement of the circuit board resolved the issues. Once the repairs were made, the device performs to specifications, and was returned to the customer.